Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci surgical procedure, a frayed wire was observed on the large needle driver instrument. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's grip cable to be frayed. The grip cable was frayed at the distal idler pulley. Frayed strands were observed to be sticking out at the wrist of the instrument. The other cables at the wrist of the instrument were undamaged. Failure analysis investigation also found the following damages: the instrument's distal pulley had mechanical indentations/burrs. There were indentations at the edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis investigation concluded that the mechanical indentations/burrs damage may be due to mishandling/misuse. No other damage was found. In addition, the instrument's main tube had scratch marks/abrasions. The distal end of the main tube had a scratch mark which exhibited light material removal and a rough surface finish. The scratch was short in length and was not axially aligned with the tube. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the frayed cable and scratch mark on the main tube with light material removal found during failure analysis if to recur could cause or contribute to an adverse event.